Event description:
We received a report concerning a complaint they received from a hospital. The complainant reported that a patient suffered anoxia for a period of 2 minutes, with a risk of death. Apparently the patient's respiration stopped, with decreasing saturation levels, due to an obstruction of the tracheostomy canula by mucus. The replacement of the canula apparently allowed the resumption of ventilation. In addition, the complainant also noted that over a 23 hour period of ventilation, the system (fisher & paykel healthcare mr730 respiratory humidifier and intersurgical breathing circuit) used 500 ml of water instead of the usual 1000 ml.

Manufacturer narrative:
The complaint device will not be returned to MFR. Our representative in another country went to the hospital to conduct an investigation. The performance of the actual device was tested, and a service history was obtained. Details of the setup were also obtained. Results: the mr730 humidifier functioned to specifications when tested. It is likely that the settings used were incorrect. We were unable to ascertain, if there was any malfunction with the breathing circuit manufactured by intersurgical. The pb840 ventilator alarmed (set pressure alarm was about 45 approx. Cmh2o). The mr730 did not alarm at any stage. MFR had not validated the compatibility between the mr730 respiratory humidifier, and the intersurgical breathing circuit. The mr730 operating manual states the following: "use only MFR approved chambers, circuits and accessories. Performance and safety cannot be guaranteed if other types of accessories are used." Conclusions: the mr730 respiratory humidifier operated according to specifications. This is an unusual event with a very low occurrence rate. We will continue to monitor all complaints for this type of incident.